Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a tidal volume issue. There was no patient involvement when the issue occurred. No patient or user harm reported. It was noted that a flow sensor assembly would need to be ordered. A follow up was performed with the key market (km), and the responder reported that the device was not displaying the tidal volume. While evaluating the device the responder reported that the device displayed diagnostic codes 1203 (low leak ¿ co2 rebreathing risk), and 120f (low tidal volume). The km responder then reported that the flow sensor assembly was replaced. After replacement, the device's performance was tested and the tidal volume delivery returned to normal operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.